Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation . However, during first inflation at 10 atmospheres for 12 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications were reported.